Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument lot number was corrected to k12240516, per instrument returned. The instrument was found to have a broken grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.